Manufacturer narrative:
Reference record (B)(4). One y adaptor and peg-j tubing were received for evaluation. Internal retention plate and external fixation plate were attached to the peg tubing upon receipt. There was no device damage or malfunction observed.

Event description:
Device was returned for evaluation.

Manufacturer narrative:
Reference record (B)(4).

Event description:
Additional information received. The buried bumper was removed and the device was replaced using the same stoma.

Manufacturer narrative:
Reference record (B)(4), catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection and buried bumper syndrome are known complications of a peg tube placement. (B)(4). Instructions for use indicates once the stoma site is healed, the abbvie peg tube should be mobilized. Push the abbvie peg tube carefully 3-4 cm into the stoma and move the tube in a bi-directional motion (back and forth) every time the dressing is changed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that there was difficulty in mobilizing peg tube. The report indicated that the patient experienced buried bumper syndrome. During gastroscopy, buried bumper was found and attempt to release the buried bumper was unsuccessful. In addition, the patient also experienced stoma site infection. The patient was treated with antibiotic ciproxin 500mg (1x2) for 10 days. The report indicated that the buried bumper syndrome was attributed to the fact that the patient did not mobilize the tube and training reinforcement was given. The antibiotic treatment was completed on (B)(6) 2021 with effect.